Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic with toric optic. (B)(4) - surgical procedure, incision sutured. (B)(4) - lens (iol), torn, split, cracked. Evaluation results: visual inspection of the returned product found the lens optic and one haptic torn. A piece of the lens optic and the other haptic were torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The lens was cut in half to remove with no patient injury. Sutures were required. Additional information was requested but none has been forthcoming. If additional information becomes available a supplemental medwatch will be submitted.